Event description:
A consumer reported that the patient's implantable neurostimulator (ins) potentially prematurely depleted. The patient was implanted in 2013 and the battery only lasted 3-4 years.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.